Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source:(B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill tip broke during surgery and was left in the patient. A delay of thirty minutes or more was noted. The surgeon attempted to search and could not find on the x-ray so the incision was closed. Subsequently, the patient underwent an additional surgery for removal of the plate and re fixation on the next day to remove the broken tip which was confirmed on the CT scan. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The lot number #336380 etched on this product is the supplier lot. Based on a review of inventory transactions, there are four possible lots: 030770, 296160, 714300, 893900, 893950, or 894080. One (1) tw drill 1.1x50mm 15mmstp w/nt (item# 01-7148, lot# 335380) was returned for investigation. Visual examination of the returned product confirmed the reported fracture, as the drill was broken near the start of the fluted section. Visual examination also confirmed the device's part and lot number. The fractured tip of the drill was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Review of the end level device history records was not performed because the records are related to package and label only and the reported event is not associated with packaging or labeling. The supplier DHR was not requested because the raw material certificate showed the material is conforming to specification, including the material hardness. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the potential part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event informed is available at the time of this report.